Event description:
It was reported that during a bowel procedure, the device fired malformed staples. Additional suturing was used to create the anastamosis. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.